Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral breast augmentation procedure on (B)(6) 2021 and suture was used. During the procedure, while knotting, the suture broke. No adverse patient consequences reported. No additional information was provided.